Event description:
It was reported that a dissection occurred. The target lesion was located in the left circumflex artery (lcx). A guidezilla ii guide extension catheter was selected for use. During procedure, after a balloon angioplasty to proximal lcx over a non- bsc wire was performed, a secondary wire was placed into the obtuse marginal (om) vessel. The guidezilla was then introduced into a large lcx approximately 4mm in diameter. However, a dissection flap was seen in the mid to distal lcx via angiogram. The procedure was abandoned with good perfusion to the om and lcx.

Event description:
It was reported that a dissection occurred. The target lesion was located in the left circumflex artery (lcx). A guidezilla ii guide extension catheter was selected for use. During procedure, after a balloon angioplasty to proximal lcx over a non- bsc wire was performed, a secondary wire was placed into the obtuse marginal (om) vessel. The guidezilla was then introduced into a large lcx approximately 4mm in diameter. However, a dissection flap was seen in the mid to distal lcx via angiogram. The procedure was abandoned with good perfusion to the om and lcx. It was further reported that conservative management was done to treat the dissection. The dissection was non flow-imiting and there were no complications or symptoms associated with it. The patient condition is stable.